Event description:
Related manufacturer report number: 3006705815-2022-13828. It was reported that one of the patient's leads had high impedances and the other had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the migrated lead was repositioned and the lead with the impedance issue was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.